Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system had been experiencing pain and a sore/tender device pocket for a couple of weeks. The pocket was very swollen; however, the incision site looked great. The patient was referred to the implanting physician for further evaluation. Additional information indicates that the patient will continue to be evaluated during routine office visits and it appears as though the patient had bumped their device up against something, which caused the swelling. There was a bruise now present above the device, on the pocket.

Event description:
Additional information indicates that this patient developed a hematoma and a pocket infection requiring the explant of the defibrillator system. The patient underwent a revision procedure and this system was taken out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.